Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-06966 and 2134265-2014-06965. It was reported that auto pullback failure occurred. During a procedure, an ilab was used in conjunction with a bsc imaging catheter. However, motor drive unit unable to do automatic pull back. The procedure was completed with this device. No patient complications were reported.